Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse completed a total service call for the integrated multi-sensor technology (imt) module and found that the imt probe was worn. The cse replaced the imt probe, completed the alignment and ran mix tests, which resulted within specifications. The cse also ran dilution checks and quality controls and performed precision testing, which were acceptable. The cause of the discordant, falsely elevated na, k and cl results on patient samples was due to the imt probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on six patient samples on a dimension vista 500 instrument. Additionally, discordant, falsely elevated potassium (k) and chloride results were obtained on one and three patient samples respectively. The samples were repeated on the same instrument, resulting lower. The samples were reported to the physician(s). It is unknown if the initial and repeat results for sample ids (B)(6) and if the initial and repeat results for k and cl were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
In addition to the results provided in the initial MDR, a discordant, falsely elevated chloride (cl) result was obtained on sample ID (B)(6) on a dimension vista 1500 instrument.

Event description:
A discordant, falsely elevated chloride result was obtained on sample ID (B)(6).